Event description:
The clinician during set up of a procedure could not get the IV flow going on the d-100 i.v. Administration set. The clinician had to use a hand pump to get the IV flow going. The clinician continued to use the hand pump with the set throughout the procedure to keep a desired flow rate. The set was then discarded after the procedure. There was no adverse effect on the pt.